Event description:
It was reported that this non boston scientific lead was explanted due to the patient developing an infection. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).